Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Section d4: primary unique device identification (UDI) number should be (B)(4) instead of (B)(4). Section d6b: explant date "(B)(6) 2026" should have not been added.